Event description:
A report was received that the patient had a blister and discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg had been repositioned.

Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively. No further course of action will be taken.

Event description:
A report was received that the patient had a blister and discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg had been repositioned.